Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The patient's vessels have disease progression resulting in aortic neck dilatation. It was reported the CT demonstrated that the stent graft had migrated resulting in a distal type I endoleak. It was reported that the stent graft migration was due to severe disease progression. The physician elected to treat the pt with two aneurx aortic cuffs. The type I endoleak was resolved. The pt was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
(Secondary intervention required).